Manufacturer narrative:
This ipg serial number is included in a field advisory. Evaluation: results: as received the ipg was non-responsive. This is considered to be a user error. The can was cut open for inspection of the internal battery. It was in good condition and did not show signs of leaking. Per device labeling, if a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, patient allegedly experienced burns at the ipg implant site and issues recharging the ipg. Previous records indicate the patient's ipg was explanted due to the patient failing to follow recommended charging guidelines which led to ipg battery depletion. There were no allegations of burning or issues with the recharge burden prior to the explant of the ipg. Refer to initial reports listed below: reference MFR. Report# 1627487-2012-05320. Reference MFR. Report#: 1627487-2012-05321.